Event description:
Reportedly, during patient use, the alarm silence/reset light emitting diode (led) was observed to be blinking. There was no medical intervention or adverse patient effects reported.

Manufacturer narrative:
(B)(4).